Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products : ilxc181885 stent graft, implanted: (B)(6) 2007. A bfxc2816165 stent graft, implanted: (B)(6) 2007. A ilxc1616135 stent graft, implanted: (B)(6) 2007. A iexc161655 stent graft, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a lead integrity warning occurred (B)(4) 2015 for short interval counts (sic) greater than 30 counts and 2 or more high rate non-sustained tachycardia episodes. Inappropriate shocks were due to lead noise oversensing. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the pace/sense portion of the right ventricular lead being fractured and oversensing. The lead integrity alert was triggered for non-sustained tachycardia episodes showing noise being sensed, and for short interval counts (sic). The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No further patient complications have been reported as a result of this event.